Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lump/ nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/ nodule and deflation.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area." Patient additionally reported right side "wrinkling" and "collapsed/ deflated." Device remains implanted.

Event description:
Device has been explanted and discarded after surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed and/or corrected data: b.5., d.6b., g.2., h.6.